Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. It was reported antibiotics were completed. The patient's recovery status and outcome of the event were not reported. No additional information is available.